Event description:
It was reported that device does not heat up. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1. Initial reporter phone#: (B)(6). One device was returned for evaluation. Functional testing was performed, and the reported problem was confirmed. The root cause was a faulty hose thermistor cable. The hose was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.